Event description:
Reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2024, it was reported by the patient that infusion set was leaking from the site within few hours of use. Infusion set was paced in thigh. No further information was available